Event description:
It was reported that the screen on this unit keeps flashing on and off, and in or out of the ds. Customer stated that the battery was fully charged. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and was able to display text and number but the screen backlight was flashing. The unit was found to visually and audibly alarm during alarm conditions. The lcd was replaced and the unit functioned as designed. A service history record review reveals that the unit was in the field for over 9 years with no previous reported issues prior to this reported event.